Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced common compute controller (ccc) due to 297 fault and boom disabled message. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and in lighthouse, these error 297 was found indicating a programming issue which subsequently triggered errors 31089, 170, and 307. Upon visual inspection, no issues were found that would be related to the reported event. This patient side cart (psc) common compute controller (ccc) cfg was installed on the dv5 in house system where the reported event was confirmed that the blue fiber cable going to the psc port and the vision side cart (vsc) port was not illuminated indicating no communication between the two carts resulting with programming issue. Upon further aba troubleshooting step, it was found that the firefly fiber optic cable assy was defective. After the cable swap, the system was able to program successfully and system boot up normal as expected. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that the staff encountered a 'boom disabled' message on the patient side cart (psc) at startup. The technical support engineer found that the blue fiber cord going to the psc was not illuminated at the vision side cart (vsc). The fiber port was moved to a new connection, but this did not resolve the issue. A hard power cycle of the psc was attempted, but the system powered up with the message "psc not detected". The customer reported event has no report of patient injury.